Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d224trk ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device triggered an alert for elective replacement indicator (eri) however when the patient sent a remote transmission, abnormal battery depletion was noted because there was less than three months of battery life. The device was explanted and replaced. It was also reported that the left ventricular lead had high threshold and the right ventricular lead was inappropriately pacing. The leads were partially explanted and replaced. The patient was a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.